Event description:
It was reported that the iab was inserted in 2005. The following day, the console experienced kinked catheter alarms. The iad was flushed per protocol and blood was noted in the helium port. Pumping was stopped and the iad removed. A re-insertion was not required. No reported pt complications.